Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the connecting tube, the bending section cover adhesive, the light guide lens adhesive, the objective lens adhesive, the image guide protector, the control section, and the nozzle was clogged all have foreign material, however the type of foreign material is unknown. Additional findings were as follows: due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained, due to a scratch on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, and due to wear of angle wire, bending angle in up direction does not meet the standard value. It is most likely that the reported issue was due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had air/water supply flow issues. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the connecting tube, the bending section cover adhesive, the light guide lens adhesive, the objective lens adhesive, the image guide protector, the control section, and the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. The cause of the foreign material was attributed to the customer not following reprocessing steps. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection states how to detect the events. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.